Event description:
This is being filed to report a mitraclip with a single leaflet device attachment and that open while locked. It was reported that on (B)(6) 2022, a patient presented with grade 3 functional mitral regurgitation (mr), a dilated left atrium, dilated left ventricle, and a restrictive posterior mitral leaflet (pml). A mitraclip xtw was implanted and the mr was reduced to grade 1. The device had settled less than 5 degrees and was within device specifications. There were no adverse patient effects and the device functioned as intended. On (B)(6) 2022, the patient returned with shortness of breath. The mr was worsened at grade 4 and a single leaflet device attachment (slda) was observed with the xtw clip. The device is still attached to the anterior mitral leaflet (aml), but detached from the posterior mitral leaflet (pml). In the physician's opinion, the clip also opened more than 5 degrees from the previous settling. An additional mitraclip was implanted to stabilize the slda and the mr was reduced to grade 1. There was no clinically significant delay or adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to patient anatomy (dilated left atrium, dilated left ventricle, and a restrictive posterior mitral leaflet (pml)). The reported of unintended movement associated with clip open while locked appears to be related to procedural conditions per case details. Additionally, dyspnea and mitral valve insufficiency/ regurgitation (mr) are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The mitral valve insufficiency/ regurgitation (mr) appears to be related to the slda. The dyspnea was a cascading effect of the mr. The reported hospitalization and unexpected medical invention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Furthermore, this complaint was reviewed by a staff engineer clinical research and development. The reviewer stated that, "seven (7) fluoroscopic videos were provided. All seven videos capture the same instance/content in which 2 fully deployed clips can be visualized; there is no sgc/cds in view. Per the incident details, one xtw clip (reported device) was implanted during the original mitraclip procedure (performed on (B)(6) 2022). A second procedure was performed ~1 month later in which one additional clip was implanted (no reported issue) for a total of 2 clips implanted. As such, the videos provided were taken during the second procedure, post deployment of the second implanted clip. All seven videos capture the same view of the implanted clips; the arm angle of one clip can be clearly visualized and presents with longer arms indicating xt or xtw clip size, but obstructs the view of the other clip (second clip located behind the first clip, appears to be shorter arm length indicating nt/ntw). Per the incident details, the first implanted clip with the reported issue was an xtw and is presumably the front clip in the videos. The clip arm angle appears to be ~10° - 20°; this is an estimation based on visual assessment and cannot be confirmed. However, the clip does not present a significant clip arm angle. Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed) which is shown in the videos. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video provided."